Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The stent was implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies thrombus, vascular occlusion, and ischemia as potential complications associated with use of the device.

Event description:
It was reported that during a treatment for a saccular right aneurysm of the right middle cerebral artery on a patient enrolled in the (B)(6) clinical trial. The lvis stent was implanted next to the aneurysmal neck. Using the jailing technique, seven (7) platinum coils were implanted within the aneurysm. Thrombosis and occlusion of the lvis stent occurred during the procedure. Abciximab was injected intravenously; however, it did not result in any stent patency. An aspiration attempt was made; however, there was no improvement, as well. A brain scan was performed and a frontotemporal cortical-subcortical hypodensity and absence of hemorrhagic changes of the lesion were noted. The patient suffered an ischemic stroke of part of the right cerebral region. The patient will be treated with aspirin for three (3) months. The patient was reported to have been on an antiplatelet treatment with aspirin and ticagrelor one (1) day prior and day of the procedure.